Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge was loose and did no stay installed on the pump. There was no adverse impact to blood glucose. No additional product or event information was available.